Manufacturer narrative:
(B)(4). Batch # j9141h. The analysis results found that the mcl20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 13 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # j9141h. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(6). Batch # unk.

Event description:
It was reported that during a thoracotomy procedure, the clips were not clipping all the way and a couple clips fell off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.